Event description:
A nurse walked into the patient's room to assess an alaris infusion pump that was alarming. The pump was running a continuous heparin infusion. The pump was alarming "occluded on patient side". Upon assessment, the nurse noticed that the infusion tubing set had a leak. There is a leak just below the top blue connector. A large puddle of heparin was on the floor around the alaris pump. The nurse retrieved new tubing to start the infusion, but the pump module continued to alarm "recheck IV tubing". A new pump module was obtained and the infusion was continued with no other issues.